Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the right atrial (ra) lead was over-sensing noise leading to inappropriate automatic mode switch (ams) episodes and pacing inhibition. The ra lead was capped and replaced with alternate ra lead on 26 apr 2023. The patient's condition was stable.